Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap wa undamaged and able to fit. The battery cap contact measurements were within specifications. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive. The reported power complaint was duplicated due to moisture corrosion. The pump cover was removed to find no further moisture ingress to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue after being worn while swimming. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.